Event description:
It was reported that the first and second release of fast-fix anchors was quite simple and completely normal. But then the knot could not be pushed forward and fixed. It seems to have locked early, the knot could not be loosened so that the material had to be removed. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported fast-fix 360 curved needle delivery ei system, used in treatment, was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No suture or ts remain on the delivery needle, however two pieces of suture approximately 12 inch length were returned, no ts. Examination of the sutures showed they have been cut at one end, no other abnormalities were observed. The returned length of these sutures are consistent with successfully used devices. Without the return of the entire construct the customer complaint cannot be confirmed and an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: placing the ts beyond the recommended distance from each other prescribed in the instructions for use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.